Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating properly, and the pump bulb remained flat. A revision procedure was performed, during which fluid loss was identified in the cylinder due to a hole. The device was removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and leak tested. Microscope examination of the first cylinder revealed a large hole with broken fabric threads from fatigue at the corner of a fold in the distal end of the cylinder. The outer sleeve was detached at the proximal end. The leakage test revealed that the first cylinder had a leak at the corner of a fold in the distal end of the cylinder. Microscope examination of the second cylinder revealed wear at a fold in the proximal and distal ends of the cylinder. The outer sleeve was detached from wear at the proximal end. The second cylinder passed the leakage test. The pump was microscopically inspected, leak tested and functionally tested. Microscope examination revealed that the pump kink resistant tubing (krt) was worn to the filament. The pump passed the leakage test. Functional testing revealed that the pump did not pass the activation tests. The reservoir was microscopically inspected and leak tested. Microscope examination revealed that the reservoir had wear at a fold in the reservoir shell. The reservoir krt was worn to the filament. The reservoir passed the leakage test. Based on the information available and analysis results, the reason for the cylinder fluid leak and hole/perforation was most likely determined to be the leak at the corner of a fold in the first cylinder from the functional test performed. The pump inflation issue and the collapsed/flat pump bulb were most likely determined to be due to the pump not passing the activation tests. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was no longer inflating properly, and the pump bulb remained flat. A revision procedure was performed, during which fluid loss was identified in the cylinder due to a hole. The device was removed and replaced. There were no patient complications reported.